Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed and analysis revealed a random access memory (ram) chip memory error. Visual analysis revealed parity errors cleared the episode data.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was interrogated and some episodes were observed, but the caller was unable to view the detail for the episodes. A save-to-disk file was obtained and issue is in the process of being resolved. The physician attempted to clear the data multiple times, but the device was still unable to display the collected episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.